Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that there was a filled cartridge in the pump and the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/09/2017 with the following findings: there was no evidence of load step malfunctions observed in the black box history. The pump successfully completed the rewind, load cartridge and prime steps with no alarms. The force sensor calibration passed within specification. A cartridge with 100 units was correctly loaded into the pump. The pump was opened and there was no evidence of physical damage on the force sensor pins. The original complaint was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).